Manufacturer narrative:
Concomitant: 1688tc lead, implanted (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data was performed and no anomalies were found.

Event description:
It was reported that there was a fracture on the left ventricular (lv) lead. The patient experienced heart failure as a result of the fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.